Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that dislodgement was noted on the patient's atrial lead via x-ray. The lead was otherwise working fine. The lead was repositioned and later explanted. The patient was stable.